Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient said the reason they switched from a rechargeable ins to a non-rechargeable device was that the charging system was like a "chastity belt" and it was too big and heavy. No further complications were reported.